Event description:
Pt notice changes approximately 1 1/2-2 years ago. Within the past few months pt has a hard feeling on the left side with lumps and being uncomfortable and the right side also has lumps now. Pt indicates she has had 3 mammograms.